Event description:
It was reported that during follow up, it was noted that the right ventricular (rv) lead experienced decreased sensing. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a r-wave amplitude measurement issue. The analyst noted the r-wave amplitude was 2.5 millivolts and showed a varying and decreasing trend from 6.5 millivolts.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.